Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: medical assistant (ma) was preparing to give a vaccine using a bd safetyglide needle and when he went to flush the air out of the syringe it would not flush through the needle. After speaking with other ma's regarding this matter multiple ma's said they had the same issue and would replace the needle with new needle and also noted that if it was screwed on the syringe too tight that it would not flush also.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-nov-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, one sample was provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. Samples did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2014639. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: medical assistant (ma) was preparing to give a vaccine using a bd safetyglide needle and when he went to flush the air out of the syringe it would not flush through the needle. After speaking with other ma's regarding this matter multiple ma's said they had the same issue and would replace the needle with new needle and also noted that if it was screwed on the syringe too tight that it would not flush also.